Event description:
A customer contacted beckman coulter, inc. (Bec) regarding ongoing "mixer motor speed outside limits" errors observed on unicel dxi 800 access immunoassay system. The customer had attempted to run cardiac qc, but all qc failed with "no result" flags. System was in "not ready" status and patient samples could not be run. Bec customer technical support (cts) advised the customer to wear appropriate personal protective equipment before troubleshooting. The customer informed the cts that there was fluid on top of the probe plates, and identified that the d3-dispense probe fitting was not connected at the manifold. No patient result was generated and there was no report of exposure or injury to the user. The customer did not seek or need medical attention. Msds was not reviewed but the facility has an exposure control plan in place.

Manufacturer narrative:
The cts had the customer secure the d3 fitting and wipe up the excess wash buffer. Field service engineer (fse) was dispatched on (B)(4) 2011 to address corrosion issues caused by the leaking wash buffer from the probe fitting. The fse found that wash buffer had leaked onto aspirate and dispense plates, and mixer motor was corroded, as well as the tachometer. The fse replaced mixer motor and tachometer. The fse verified instrument performance by system check and passing qc. The customer acknowledged that system maintenance had been performed the evening preceding this event. The maintenance can include cleaning and replacement of both dispense probes and aspirate probes, which requires removal of each probe's fluid tubing line from the manifold. If not properly reinstalled, a system malfunction will occur. Although weekly maintenance had been performed the prior evening, a definitive root cause for this event has not been determined. (B)(4).